Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent ventricular undersensing by the right ventricular (rv) lead was noted on stored electrograms (egms). The lead remains in use. No patient complications have been reported as a result of this event.